Event description:
Information from intreped clinical databasepost procedure, it was reported that the patient had a mild headache.no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4).